Manufacturer narrative:
(B)(4): info is unavailable; device was not returned for eval. Eval summary: we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Additional info has been requested. No response has been received to date. A supplemental report will be sent upon receipt of additional info.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device fired unformed staples while stapling across the stump of the appendix. The area was secured with endo-loops. The pt had a gangrenous appendix and had to be returned to surgery to wash off the area. The pt had an additional four days stay at the hospital. The pt is doing fine. The device was discarded. No other details provided.